Event description:
Borrini, l., jourdan, c., hugeron, c., rech, c., thiebaut, j. B., bensmail, d. Adverse events of chronic intrathecal baclofen infusion: a descriptive one-year follow-up of 158 consecutive patients followed during one year. Annals of physical and rehabilitation medicine. 2012. 55 (suppl 1) e331, e333-e334. Summary: the objective was to describe the adverse events (ae) occurring after intrathecal baclofen (itb) pump placement. We prospectively collected all the ae occurring in patients receiving itb via a pump, from the rehabilitation setting of r.-poincare hospital during 2010. One hundred fifty-eight patients were enrolled, mean age 46 years and 65% male; 128 patients were former implanted (fi) and 30 had a pump placement during 2010: 20 new-implanted (ni) and 10 replacements (r). Most of patients were sci patients (44 paraplegic and 23 tetraplegic) and ms patients (45); 18% of the patients had one or more complications (38 complications). For a total follow-up of 1665 months, there were 0 ,023 complications per pump-month. Complications were due to baclofen side effects in 16%, equipment dysfunction in 29% and postoperative complications in 55%. 63% of ni or r patients had adverse events vs 7% of fi patients. The incidence of ae in our study was 0,27 complications per pump-year. This was more that bensmail et al. [1] observed. They described 0,11 complications per pump-year in 44 ms patients in a 12-years follow-up, but only equipment dysfunctions were collected. Tasseel-ponche et al. [2] reported 72% of ae in a population of 25 cerebral palsy in a 10-years follow-up, with 0,07 serious complications per pump-year (required an hospitalization), vs. 0,014 in our study. This prospective study collected ae occurring after itb pump placement in a large population. Procedures should be created to reduce the incidence of these ae. Reported event: for a total follow-up of 1665 months, there were 23 complications per pump-month. Complications were due to baclofen sideeffects in 16%, equipment dysfunction in 29% and postoperative complications in 55%. 63% of ni or r patients had adverse events vs 7% of fi patients. Complications were due to baclofen side effects in 16%, equipment dysfunction in 29% and post-operative complications in 55% of the total 158 patients. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event date was not provided; the month and day were not provided. It was not possible to match this event with a previously reported event. (B)(4).